Event description:
It was reported to philips that the host computer was unable to boot, preventing a full system boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed when the issue happened. The procedure was completed by starting the pc manually. The philips field service engineer (fse) visited onsite and onsite and identified problem with host pc. To resolve the issue fse replaced host pc. After replacing the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.